Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent occlusion alerts on an ilet using a contact detach infusion set, which were only resolved after performing a full supply change at approximately three days since the prior change; the user-reported blood glucose was 221 mg/dl after dinner. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included guided troubleshooting and education, including a walkthrough of the supply change process. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and consumables, with resolution after replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set related occlusion addressed by supply replacement and user re-education.